Event description:
It was reported that during a water vapor therapy, the needle was not retracting on the last treatment after 9 seconds. The physician tried to manually retract the needle, but when the delivery device was retrieved form the patients body, it was still showing the needle tip out. The patient was under monitor anesthesia care (mac) in the operating room (or), so the physician did not feel there was any harm to the patent post procedure. The patient was catheterized like normal. No further complications have been reported related to this event.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The needle was able to deploy and retract within specifications. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a water vapor therapy, the needle was not retracting on the last treatment after 9 seconds. The physician tried to manually retract the needle, but when the delivery device was retrieved form the patients body, it was still showing the needle tip out. The patient was under monitor anesthesia care (mac) in the operating room (or), so the physician did not feel there was any harm to the patent post procedure. The patient was catheterized like normal. No further complications have been reported related to this event.